Event description:
It was reported that while the ventilator was connected to a patient and nebulization was started it generated a technical error code indicating disabled valves. There was no harm to the patient. (B)(4). Ref MFR # 8010042-2014-00034.